Event description:
Information received notes that the patient presented for an office visit after a slow pulse rate was noted during a dialysis treatment. Multiple attempts to interrogate the device were unsuccessful. Pressing retry and continue did not allow interrogation. The patient's presenting rhythm was 55 ppm. Loss of atrial sensing was observed and dashes (---) were noted for most parameters. The battery data reported a current drain of 66ua. The device was replaced.